Manufacturer narrative:
(B)(4).

Event description:
Patient contacted dexcom on (B)(6) 2015, to report a skin reaction during sensor session on (B)(6) 2015. Sensor was inserted at the abdomen on (B)(6) 2015. Patient described the skin reaction as a rash located at the sensor adhesive site. Patient treats the affected area with prescription cortisone. Date of prescription and medical intervention is unknown. No additional event or patient information is available. It should be noted that the dexcom g4 platinum continuous glucose monitoring system users guide states: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (redness, swelling, bruising, itching, scarring, or skin discoloration).